Event description:
It was reported asymptomatic patient presented for routine device check. Device was post paced t wave oversensing on ventricular channel. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.